Event description:
It was reported during a laparoscopic cholecystectomy three 511s trocars were used. As right angle and cautery instrumentation was introduced into the trocars, the seals were torn in all 3 trocars and in one case, the gasket became dislodged in the trocar housing. Pneumoperitoneum was lost, which required add'l or time to complete the case. The case was completed without changing the trocars. There is no other info available. There was no pt consequence. The rep will attempt to obtain add'l info. 10/10/1997 the rep reports the or time was extended 15 mins. There is no other info available.

Manufacturer narrative:
Tracking #.45939. Device-c. Date sent: 11/13/1998. D5,6; h4: info not available. Endopath disposable surgical trocar: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported "seals were torn...and in one case, the gasket became dislodged in the trocar housing". Sleeve (a) was rec'd with the outer and inner gaskets torn. The outer gasket was missing approximately 40% and the inner gasket was missing approximately 3%. Sleeve (b) was rec'd with the inner gasket dislodged from its original position, and loose inside hte sleeve housing., no conclusion could be reached as to how the gaskets had become torn or as to how the inner gasket had become dislodged from its original position. One obturator was rec'd with the end cap separated from the obturator handle due to broken weld posts. The weld was found to have been adequate.